Manufacturer narrative:
T:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Follow-up 04/06/2016: customer reported that bg levels are still in the 200s (mg/dl). Reportedly, health care provider has increased basal rate settings for pump and has conducted lab work; however, customer did not provide further information on lab work. Although requested by tandem technical support, customer declined further troubleshooting or follow up. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for approximately 2 weeks. Customer's bg level on (B)(6) 2016 was 297 (mg/dl). Customer administered boluses to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog insulin and is reportedly changed every 3 to 3.5 days. Customer was reminded that humalog is indicated for use up to 48 hours. Customer indicated that health care provider will be contacted to discuss diabetes management and will be switching insulin to novolog.